Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA? Is unknown. No information has been provided to date.

Event description:
It was reported that the cassette was not attached properly during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in slightly worn condition. The customer stated problem was duplicated. The dso (downstream occlusion) sensor was not working as intended so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.